Event description:
The consumer reported that the implantable neurostimulator (ins) was not working and there was no communication with the patient programmer or implantable neurostimulator recharger (insr) since the patient fell around (B)(6) 2016. The patient planned to follow up with a healthcare professional regarding the reported issues as soon as the patient found a managing healthcare professional. Additional information received from the consumer on (B)(6) 2016 reported that the patient could not be taken to a spine healthcare professional until the patient's infection in his leg had cleared up. It was clarified that the infection was not related to the device/therapy; the patient was on antibiotics and he was doing okay at this time. There were no reported patient symptoms. The patient's indications for use included spinal pain.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.